Manufacturer narrative:
January 07, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated 10/29/2009), sorin is filing this MDR at this time. Method: since the device was not returned, visual inspection of a device from the same lot of the actual device involved in incident was evaluated. From this analysis and an investigation into the device history records of the actual device involved in this incident, it was determined that the associated lot of leads were incorrectly packaged with accessory kits for another lead model.

Event description:
During the implant of the subject device, the physician identified that stylets necessary for the operation of the retractable fixation mechanism were missing from the unopened package. Utilizing the necessary stylets from another lead (same model), the subject lead was able to be implanted appropriately.